Event description:
This lead was explanted due to rising pace/sense impedance. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The proximal fragment was not returned. The rv shock coil and ring electrode were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed rising impedance. Furthermore, the insulation was found damaged due to wear 13.5 and 43 cm proximal to the lead tip. Based on the characteristics of these insulation damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The rv shock coil and fixation helix were found deformed, which probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.